Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. Reportedly the pump had emitted multiple loss of prime warnings with multiple cartridges. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The serial number for the reported device has been updated. Serial #: (B)(4).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 06/07/2017 with the following findings: review of the black box data revealed multiple loss of prime records with low non-zero force. On investigation, the pump was exercised for 24 hours without any loss of prime duplication. The force sensor was evaluated and found to be within specifications.